Manufacturer narrative:
(B)(4). No products were returned no information received with this individual complaint indicated that a broader investigation or corrective action was necessary. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on several years ago (date of the primary surgery was unknown). It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the head due to armd. No further information was provided by the hospital.